Manufacturer narrative:
Patient identifier not available from the site. Patient age not available from the site. Patient sex not available from the site. A medtronic representative went to the site to test the equipment. Testing revealed that the monitor for the navigation system was replaced to restore functionality. The system then passed the system checkout and was found to be fully functional. The monitor was returned to the manufacturer for evaluation. Testing found that the state of the monitor would not change when power was applied. The led indicator for the monitor would not illuminate. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database. Device manufacture date is unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a sacroiliac and thoracolumbar procedure. It was reported that the camera cart monitor displayed some vertical lines no the screen. Restarting the system attempted but afterwards, the monitor did not come on. The main cart of the monitor was utilized to complete the procedure without issue. Replacing the power cables post procedure resolved the issue. There was no impact to patient. There was no reported delay to the procedure due to this issue.